Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain, hardening and lumps, capsular contracture, baker grade iii. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture and lump/nodule was requested on april 16, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: lump/nodule : unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient has reported right side pain. Healthcare professional later reported "breast pain, hardening and lumps, capsular contracture baker grade iii, diagnosed by ultrasound." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 15/may/2024. Additional, changed, and/or corrected data: d4, d9, h4.

Event description:
Patient reported right side pain. Explanting physician later reported breast pain, hardening and lumps, capsular contracture, baker grade iii, diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
Patient reported right side pain. Explanting physician later reported breast pain, hardening and lumps, capsular contracture, baker grade iii, diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device.